Event description:
Provider alleges the end user alleged the left side wheel was loose and noticed the camber tube where the threads go into the camber tube popped out of the tube on a ct7a wheelchair.